Manufacturer narrative:
The patient demographic and diagnostic information was not supplied. No sample collection and centrifugation data was provided. Per customer complaint record, qc recovery was confirmed as passing. System checks were performed on (B)(4) 2011 with all passing parameters. Samples are being sent to customer product line support (cpls) for additional testing. Cpls testing results have not been received to date. A bec field service engineer (fse) was dispatched and performed verification hardware. No root cause for this event has been determined to date.

Event description:
A customer reported to beckman coulter, inc (bec) of obtaining reactive hepatitis b surface antigen (hbsag) results from access 2 immunoassay system for five (5) patient samples. The customer used access hbsag reagent (catalog number a24291) lot 192336. Repeat testing produced non-reactive interpretation. The reactive hbsag results were not reported out of the laboratory. The customer stated there was no death or patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.